Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer&#38112;blood glucose level was not impacted. Reportedly, the customer was able to load a new cartridge successfully.